Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis revealed pump motor/gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to gear wheel three. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6): morphine with concentration 15 mg/ml at a dose rate of 3.3 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump device was returned for analysis with no alleged issue. The patient was receiving an unknown intrathecal medication via an implanted pump for non-malignant pain and spinal stenosis. Further information was not provided.